Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "2 cysts," discomfort, capsular contracture (baker grade unknown) via imaging, and recall. Device remains implanted.

Event description:
Patient reported left side "2 cysts," discomfort, capsular contracture (baker grade unknown) via imaging, and recall. Healthcare professional later reported pain, swelling, lump, redness, 2 cm cyst., dimpling, heat in the area, and large swelling in breast which seemed to have a large amount of water. Device has been explanted.